Event description:
The syringes will not allow for the medication to be pushed out of the syringe [syringe issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events syringe issue and no adverse event from united states. On 18-mar-2026, amneal pharmaceuticals received information from other healthcare professional (pharmacy manager) via an email concerning a safety concern in packaging of amneal's labetalol hydrochloride injection. Product details included amneal's labetalol hydrochloride injection 20mg/4ml, intravenous use, (ndc: 70121-2428-01, batch/lot: ap250482 and ap250479, expiration date and serial number was not reported). It was reported that the syringes would not allow for the medication to be pushed out of the syringe. They had tested the connectors with other luer lock products and have not had this happen. It was also confirmed that this did not appear to be an issue with a single lot. Last action taken with labetalol hydrochloride in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with labetalol hydrochloride. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.